Event description:
Philips received a complaint on the earlyvue vs30 vital signs monitor, indicating that the spo2 values are recording high for patients with measurements at 93%. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips field service engineer (fse) went onsite and performed testing of the spo2 measurement with a calibration simulator. Results of functional testing indicate there is no problem with the monitor. The fse indicated the customer was comparing readings to a monitor from a different manufacturer, which was reading inaccurately. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications and no failure was identified. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).